Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported monitor sat does not match clinical assessment of the patient, e.g. Patient had spo2 reading of 93% on the spacelab monitor, normal for patient is 70%. Blood gas was drawn to confirm 64%. No patient impact or consequences reported.